Manufacturer narrative:
One 72204404 9 x 25mm biosure regenesorb screw was reported on. It was used for treatment but was not returned. Due to unavailability, evaluations were limited. If further information becomes available, the complaint may be revisited. Instruction for use documentation contains precautionary statements and recommendations for proper use of product. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Influences that could compromise product performance or integrity include: 1. Adherence to the instruction for use recommendations. 2. Use of other than recommended prep instrument size or types. 3. Getting entangled with other instruments or devices. 4. Stripping or over-torque. 5. Damaged prep instruments. 6. Unexpected bone density/condition. Prep per the instruction for use recommendation is critical for ease of insertion and successful anchoring. No evidence suggests a direct link between the product used during the procedure and the allegation reported. As with any product, it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of the device. Recommendations are to read instructions completely prior to use. Bone quality must be adequate to allow proper placement of suture anchor. Use of excessive force during insertion can cause failure of the suture anchor or insertion device.three year query of complaint history review indicated no similar allegations for the product reported.instruction for use (IFU) documentation contains precautionary statements and recommendations for proper use of product. Batch review was unattainable without a valid lot number reported. Prior to original release of product to market, risk assessment was completed with potential hazards and risk controls plans identified. Verification and risk controls were implemented and effective. Any additional risks not previously recognized, shall be monitored by surveillance of complaints. No indications from the device show cause that the material is related to the reported failure. No indication suggests product did not meet specifications upon release for distribution.

Event description:
It was reported that the patient had an acl surgery using screw biosure regenesorb. After the surgery, the patient suffered pulmonary embolism and deep vein thrombosis. The patient required hospitalization and medication. The patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.